Event description:
Esrd patient went to local hospital with complaint of nausea and vomiting; labs were done and bun was 236 and potassium was elevated between 8 and 9. Patient was admitted to hospital and received emergent renal replacement therapy on (B) (6) 2010.

Manufacturer narrative:
There is no evidence of a device malfunction. No problem was found with the returned cycler. Treatment data log files show that parameter for flow fraction had been changed by the operator on (B) (6) 2010 resulting in a very low fluid pump rate; patient dialyzed at this parameter setting for 7 days and therefore, did not receive the full dialysis prescription. User's guide includes adequate instructions for setting treatment and cycler parameters. Cycler parameters can only be accessed through a special non-routine key sequence. Pump rates and flow fractions are displayed to the operator throughout the treatment. Event was reviewed with facility staff for further training. Nxstage medical considers this report closed. No additional information will be provided.